Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vein. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vein. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported. Device evaluated by MFR.: a visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal balloon to tip bond and extending approximately 20mm proximally across the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.